Event description:
It was reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was replaced due to battery depletion. The lead was replaced due to high impedance. The patient's replacement surgery facility is a no return site therefore the explanted devices have not been received into analysis to date.